Event description:
A pt with a implantable cardioverter defibrillator (ICD) system experienced oversensing/double counting. Invasive analysis identified the problem to be associated with the 2 rate sensing leads. Both leads are model number 4320 & the serial numbers are 023296 & 023310. A new bipolar lead was implanted. Implant date 6/15/94. Out of service 9/29/95. Total implant time 15 months.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.